Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the distal blade was broken and could not be activated before use with gen11 generator. It is unknown if there was any patient consequence.

Manufacturer narrative:
(B)(4). Batch # p94529. Investigation summary: the device was received with scratches marks in the blade. However, the blade was not cracked nor broken off as reported. The device was connected to a test handpiece and tested on a gen11. The device did activate during functional testing. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activation may increase damage severity and can result in alert screens such as ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage can result in a broken blade. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.